Event description:
It was reported the patient experienced a loss of therapy. The voltage of 5v did not cause tremor suppression. They had a loss of tremor control. There was a suspected migration. The lead was "advanced and tested." Impedance testing and reprogramming occurred as a result of the event with no success. It was determined that replacement was necessary and the lead would be explanted and re-implanted. The patient status at the time of report was alive with on injury. They had less than 50% therapy relief at the lead location. Additional information received reported the lead was removed due to sub-optimal lead placement. They had plans to re-implant the new lead within the next month. The extension and the implantable neurostimulator (ins) were left implanted. The patient was fine and they were waiting to have their lead re-implant surgery scheduled. The lead re-implantation surgery was scheduled for (B)(6) 2014.

Event description:
Additional information received reported the patient was doing better and was no longer in a care facility. Antibiotics had cleared the infection and the patient would no longer be re-implanted which was not due to anything manufacturer-related. It was further reported the patient needed an MRI due to a suspected infection in the head. The infection was due to the fact that fecal bacteria were found cultured from the infection where the patient was likely scratching at the incision site.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0k7yc , implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the lead re-implantation took place on the date scheduled and it was successful. There were no complications or problems. The patient achieved therapeutic benefit with the re-implantation. Additional information received 4 days later reported the patient was taken by ambulance on (B)(6) 2014 to the hospital with confusion. The newly implanted lead was removed due to infection. The surgeon felt it was caused from the previous explant and not due to re-implantation. There was no product failure and the patient would be re-implanted when the infection was cleared.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v336969, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the infection was not due to the lead implant. The patient's infection was diagnosed on or around (B)(6) 2014. The lead was removed and antibiotics were administered. The patient had been confused and spent a week in the hospital. A culture at the incision site was taken and a bacteria found in the stool was cultured. Reimplant had not been scheduled and the patient was doing better. The patient was speaking well and they were no longer confused.